Event description:
Boston scientific received information that this patient was presented to the emergency room (ER) with their heart rate occasionally dropping below 40 beats per minute (bpm). The ER was wondering if there was potentially something wrong with the device that could have contributed to this issue. Additional information made available from the field indicated that the device was never interrogated. We cannot rule out at this time that the device potentially malfunction which may have caused the patient¿s rate to drop to a rate of 30 bpm. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.